Event description:
It was reported that when the intraocular lens was placed in the eye during routine cataract surgery, the haptic stuck to the optic and had to be cut off to remove the lens from the eye. The doctor reported there was no patient injury but a suture was required to close the incision. A second lens was implanted without difficulty.

Manufacturer narrative:
During a retrospective review of reports, it was determined this event met the criteria for adverse event reporting. The iol was received and showed a bent haptic. The lens met all specifications prior to release. While we were unable to determine the cause of this event, we do not believe it is manufacturing related.